Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for routine follow-up. High voltage lead impedance was noted on the rv lead. No electrical anomalies were noted. The lead will be monitored.